Manufacturer narrative:
The device was received and was tested per functional test procedure. The unit passed all functional tests. The reported failure was not confirmed. However, visual inspection detected an unreported cracked membrane switch which is known to occur due to use over time.

Event description:
It was reported that during the radio frequency ablation procedure the generator did not reach temperature. Multiple electrodes and cables were swapped out but did not resolve the issue. The procedure was then aborted.